Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 19-feb-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative regarding a patient receiving unknown drug via an implanted pump. It was reported the had started feeling pain around their groin after their last refill appointment. The patient hadn't been satisfied with the pain relief and wasn't sure they were getting the medicine properly. There were no environmental/external/patient factors that may have led or contributed to the issue noted. A dye study was conducted but the catheter was unable to be aspirated. The hcp discussed changing the catheter but nothing had been planned. It was noted the issue was not resolved.